Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller reset the pump but was unable to get it back on. Cts walked her through and gave her the info of iob and max hourly reset, rejoin sensor and load cartridge. Customer may continue to use the pump.